Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield device and phenom 27 catheter were returned for analysis inside an open pipeline flex shield inner pouch and outer carton, inside a sealed biohazard bag, and a shipping box. The pipeline flex shield braid was stuck inside the phenom 27 catheter hub. Damaged location details: the pipeline flex shield tip coil was found to be damaged. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage noted. The distal wire was observed to be broken proximally to the dps sleeves. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was found to be stretched. The braid¿s distal end was open and frayed, while the proximal end was not open and damaged. The braid¿s middle part was found to be tapered and not fully open. No other anomalies were found. Testing/analysis: the broken end of the distal wire was sent out for sem analysis. The broken end exhibits evidence of corrosion damage and none of the original fracture features was able to be discerned. It was noted that corrosion damage was also observed at multiple areas along the length of the wire sample. Conclusion: based on the reported information and device analysis, the customer¿s ¿stuck in catheter hub¿ report was confirmed, as the pipeline flex shield braid was found stuck in the phenom 27 catheter hub and was observed to be damaged. Possible causes of the stuck in the catheter hub failure include the introducer sheath not sitting securely inside the catheter hub, tip coil/delivery system damage, a lack of continuous flush with saline/heparinized saline during the procedure, the user pulls back on/torques the wire during insertion, rhv not being tightened enough, or overtightening of the rhv. The customer stated that the catheter was flushed continuously with heparinized saline, ruling out a lack of continuous flush with saline/heparinized saline during the procedure as a potential cause. Therefore, the introducer sheath not sitting securely inside the catheter hub, tip coil/delivery system damage, the user pulls back on/torques the wire during insertion, rhv not being tightened enough, or overtightening of the rhv could have cont ributed to the stuck in the catheter hub failure. However, the root cause could not be determined. In addition, the distal wire was found to be broken. Based on the sem analysis, the broken end exhibits evidence of corrosion damage, and none of the original fracture features were discernible. Additionally, corrosion damage was observed at multiple locations along the distal wire. No definitive conclusions can be provided. From the damage seen on the pusher wire (stretching) and braid (fraying and damaged), it appears that high force was used. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex shield device through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. The likely cause of the resistance could be a damaged phenom 27 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a pipeline embolization device for the treatment of an unruptured saccular aneurysm located in the left ophthalmic artery, the device did not advance and was released in the hub of the phenom microcatheter. The aneurysm had a maximum diameter of 9 mm and a neck diameter of 7 mm, with moderate vessel tortuosity in the internal carotid artery, which had a diameter of 6 mm. The device was never implanted. The operator attempted to advance the device from the sheath to the microcatheter while the system was under constant pressurized washing, stretched, unloaded, and clean, but these maneuvers were unsuccessful. The cause of the obstruction in the phenom catheter was not clarified. The catheter was flushed continuously with heparinized saline, and the physician released the load in the system in an attempt to resolve the issue, but it did not resolve the problem. The catheter and pushwire were not damaged, and the catheter will be returned for investigation. The patient was on dual antiplatelet treatment, and there were no symptoms, complications, or injuries reported. The angiographic result post-procedure was without treatment. Additional information was received reporting that cause of the resistance was not determined. Pressurized saline solution was continued to drip as usual.